Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient implanted with uss vas ii on an unknown date in (B)(6) 2002. Patient complained of lower back pain and was returned to operating room on (B)(6) 2012 for removal of a portion of the construct. The rods were cut at t11 and all hardware was removed below that level. No further procedure is anticipated. This is 22 of 23 reports for the same event.